Manufacturer narrative:
No samples are available for investigation, therefore a comprehensive investigation cannot be performed and a root cause cannot be determined.

Event description:
The event involved 4 plum administration fotoprotector sets with 0.22 micron filters that during an infusion of taxol, a leak is noticed by the slit or hole of the filter. There was patient involvement; however, no reported adverse event or delay in therapy. This report captures 3 of 4 devices. No additional information is provided.